Manufacturer narrative:
Specimen is not available for further evaluation. No issues noted by customer when bci called them. No service call generated or requested. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.